Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 failed whenever accessed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that repeated cubie failed. The field service engineer (fse) replaced faulty rowboard cable (with cuts), reconnected trays and cubies, restoring normal drawer functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.